Event description:
A report was received that the patient was being treated for seroma at the ipg site. The patient was put on antibiotics for 10 days as precaution. The physician determined that the seroma is not device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.